Event description:
The hcp reported the pt had been admitted to the hospital because of oversedation and difficulty in arousal. The pt is on several medications; it was unk which may need dosage adjustment. The pump will be interrogated because of uncertainty regarding dosing and other drugs used in the pump, besides morphine. Additional info has been requested from the physician.